Event description:
It was reported that high lead impedance was found on diagnostic testing. It was also noted that the patient had been experiencing an increase in seizures recently. There were no known recent falls or contributory events that could have led to the high lead impedance per the staff at the patient¿s developmental center. The patient resides at a developmental center and is only seen by the physician about every few months. The patient recently had generator replacement on (B)(6) 2014. Surgical intervention is likely but has not occurred to date.

Event description:
Analysis of the generator was completed. Various electrical loads were attached to the generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no additional performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was later reported that the patient had generator and lead replacement surgery on (B)(6) 2015 due to high lead impedance. The generator was replaced prophylactically due to ifi=yes. The lead was discarded. The generator was received for analysis, but analysis has not been completed to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.